Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 347 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap is loose. Customer can push the drive support cap in. Advised the customer that the insulin pump will be replaced. Nothing further reported.